Manufacturer narrative:
(B)(4).

Event description:
The position and shape of structure one changed to the position and shape of structure two. Structure two remains and is unchanged. Structure one maintained the original density and did not take on the density of structure two. There was no patient injury. The issue was identified during the planning phase and no treatment was delivered with the modified data set.

Manufacturer narrative:
Plans, images, structure sets, dose matrices and logs were reviewed. No patient injury has been reported to this issue. The root cause was not able to be determined. At this point, this issue will remain in trending awaiting issue to reoccur. This issue given the investigation will remain as an anomaly barring any further information. (B)(4).